Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. It is a duplicated problem and found transducers stable and had not drifted. Tried flow sensor from another unit and problem was resolved.

Event description:
The customer reported to vyaire medical that the avea ventilator is auto-cycling in neonatal mode. There is no patient involvement on the associated event.